Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization for high blood glucose that was drug induced. The blood glucose readings was 600 mg/dl. Customer was not in an accident. Customer also reported a bent cannula. Customer was on life support and was treated through an IV drip. He reported that he had been off of the insulin pump for a couple of days prior to the hospitalization. Nothing further was reported.